Event description:
Description of event according to initial reporter: I had one ivc filters implanted and then less than a month later I experienced a double pulmonary embolism. The filter implanted in me is celect platinum vena cava filter (ref (B)(4)) from lot e3901455. Summary of the FDA safety communication: on (B)(6) 2020: patient showed up to a follow up visit with his cardiothoracic surgeon and had trouble breathing. CT scan showed a double pe (a blood clot in vein to rt lung and another clot in branch to lf lung). CT scan showed that on leg of the filter was lifted. On (B)(6) 2020: the patient was scheduled for surgery to have the blood clots removed. Patient asked if they could remove the filter, but this doctor said they could not remove the filter and that the doctor that installed it should be the one to remove it. On (B)(6) 2020: patient showed up to a follow up with his cardiologist. A CT scan showed apex of ivc filter was tilted to one side and that one leg of the filter was nearly perpendicular to the wall of inferior vena cava vein. The patient told that the physician talked to a company rep and the rep said he had only seen this one other time. The rep expressed concern a piece of the filter could break off if filter was removed. The rep recommended the cardiologist to leave the filter permanently in the patient. On (B)(6) 2021: patient showed up to a follow up with the cardiologist. The cardiologist told that the one leg of my filter was bent. On (B)(6) 2021: the cardiologist referred the patient to a physician who is a specialist in removing retrievable ivc filters. On (B)(6) 2021: the specialist recommended that the ivc filter had to come out. The filter being off to the side near the wall of the ivc vein. The leg of the filter that was sticking out horizontal and said it was holding the point of the filter close to the opposite vein wall. The point of the filter was supposed to be in the center of the vein in order to trap a blood clot. The specialist said the leg sticking out horizontal concerned him because it could break off when the filter was removed.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k171712. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: I had one ivc filters implanted and then less than a month later I experienced a double pulmonary embolism. The filter implanted in me is celect platinum vena cava filter (ref g34505) from lot e3901455. Summary of the FDA safety communication: on (B)(6) 2020: patient showed up to a follow up visit with his cardiothoracic surgeon and had trouble breathing. CT scan showed a double pe (a blood clot in vein to rt lung and another clot in branch to lf lung). CT scan showed that on leg of the filter was lifted. On (B)(6) 2020: the patient was scheduled for surgery to have the blood clots removed. Patient asked if they could remove the filter, but this doctor said they could not remove the filter and that the doctor that installed it should be the one to remove it. On (B)(6) 2020: patient showed up to a follow up with his cardiologist. A CT scan showed apex of ivc filter was tilted to one side and that one leg of the filter was nearly perpendicular to the wall of inferior vena cava vein. The patient told that the physician talked to a company rep and the rep said he had only seen this one other time. The rep expressed concern a piece of the filter could break off if filter was removed. The rep recommended the cardiologist to leave the filter permanently in the patient. On (B)(6) 2021: patient showed up to a follow up with the cardiologist. The cardiologist told that the one leg of my filter was bent. On (B)(6) 2021: the cardiologist referred the patient to a physician who is a specialist in removing retrievable ivc filters. On (B)(6) 2021: the specialist recommended that the ivc filter had to come out. The filter being off to the side near the wall of the ivc vein. The leg of the filter that was sticking out horizontal and said it was holding the point of the filter close to the opposite vein wall. The point of the filter was supposed to be in the center of the vein in order to trap a blood clot. The specialist said the leg sticking out horizontal concerned him because it could break off when the filter was removed.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: less than one month after filter placement the patient had trouble breathing and CT scan showed a double pulmonary embolism and a lifted filter leg. Two months later the filter was tilted and a filter leg was nearly perpendicular to ivc wall and another eighteen months later the leg was bent. Due to the risk of fracture the filter was not removed. The filter is still in situ and the CT images could not be obtained. Therefore, based on the information provided only it would inappropriate to speculate at what may or may not have caused the reported pulmonary embolism one month after filter placement. However, new pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism there are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H11) corrected data compared with medwach report (mw5107597): b3) (B)(6) 2020. D3) cook inc. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.